Event description:
It was reported that an air embolism, st segment elevation occurred and patient experienced cardiac arrest. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The patient had history of renal transplant and esophageal varices. There was a small pericardial effusion present at baseline prior to the case. The physician did not wanted to intubate the patient due to esophageal varices and therefore an intracardiac echocardiography (ice) procedure was done. The ice catheter was inserted without issue. The physician inserted the watchman trusteer access system (was) with the versacross connect and the transseptal puncture was successfully completed. The versacross dilator was then removed but the rf wire remained in the body. Post insertion of the was after the versacross dilator was removed, the patient took a huge breath which resulted in an air embolism in the patient's coronaries. The patient went into asystole and into cardiac arrest. The patients heart was massaged; they were given atropine and a lead was placed to re-activate the heart. The patient was intubated and was going to undergo a computed tomography scan to check for any neurological damage. The patient is recovering from this event. The patient was admitted and remains hospitalized. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.